Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a trach had a hole in the cuff. It was inserted on sunday, (B)(6), then they had issues for a couple of days and we (thoracics), changed the trach to another shiley 4. The removed shiley had a definite leak in the cuff. I spoke with the rt who was present for the initial trach procedure done by thoracics and she said, they tried hard to get a 6 in, but could not, so resorted last minute to a size 4 which went in easily, but they did not check the cuff prior to insertion as it was all done very fast. Customer indicated there was no patient injury with this event.